Event description:
Additional information: it was reported the patient had several admissions into the hospital over the past month for pneumonia and had several x-rays and CT scans, but did not have a MRI. The patient has not been near any strong magnetic field. It was noted on (B)(6) 2013 the patient was very incoherent, weak, and 'needed help getting into the car.' The logs showed the hard stall occurred on (B)(6) 2013, which correlates with the symptoms that occurred on (B)(6) 2013.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across the insulator.

Event description:
It was reported by the patient that the pump started alarming on (B)(6) 2013. The patient followed-up with their health care provider (hcp). The logs were read and revealed repeated motor stalls and motor recovery; occurring on (B)(6). The last stall on (B)(6) did not recover. The log on (B)(6) revealed a "stopped pump period may exceed tube set" message. The patient experienced altered mental status, flu like symptoms, was pale, sweating, weak, and slept for over 12 hours. It was noted, the patient followed up with his pulmonologist who said, he was fine. On (B)(6) 2013, the patient reported to the hcp that his pain had been "alright". The patient was referred to a surgeon for replacement of the pump. The patient status was reported as alive, no injury/no adverse event. The pump was delivering duramorph. It was later reported the pump was explanted and replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The previously reported conclusion code(s) no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.